Event description:
The customer reported the system would intermittently display a blank left monitor image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced. The system was tested and found to be working as intended and put back into service.